Manufacturer narrative:
No list # 140099290 product samples or videos were returned for investigation. Two images were returned that showed fluid accumulating around the inlet filter vent. The lot history could not be reviewed as no lot number was provided. A probable cause cannot be identified based on the information that has been provided. The exact cause of filter vent leaks is currently under further investigation by ICU medical at the manufacturing location in costa rica. The reported complaint can be confirmed.

Event description:
The event involved a plum set in which the nurse found leakage on the filter during priming. The medication involved in the event was unspecified chemotherapy. There was patient involvement and a delay in therapy, however, no one was harmed as a result of the event.